Event description:
It was reported that a malfunction alarm occurred and that the pump indicated a data log corruption. Customer's blood glucose level was 265 mg/dl. Reportedly, customer continued using pump for insulin therapy. It was also reported that the pump shut off unexpectedly. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.